Event description:
The customer's medwatch report (B)(4) states that "sterile scissors being used by doctor during scheduled cesarean section. Doctor put scissors down on the tray, then picked them up to cut and the tip was missing. Tip of scissors found on floor." Subsequent telephone discussion with the customer confirmed that the tip matched up perfectly with the scissor blade and they did not do an x-ray for that reason. Further, customer stated that there was no pt injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.